Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluoroscopy showed the right ventricular lead had perforated. The patient was hospitalized and the lead was explanted. The patient condition was stable and good after the procedure.